Event description:
Litigation alleges pain, suspected metallosis, swelling, inflammation, damage to surrounding bone and tissue, partial lack of mobility, possible loosening of the implant where the bone around the implant may have broken causing dislocation. Update 6/15/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, corrosion, and impingement. There was no mention of metallosis, loosening, dislocations, or broken implant. Part/lot is being updated. The unknown depuy device is being changed to cup and the stem is being added to the complaint. The complaint was updated on: 7/14/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges cup loosening and metal wear.